Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported event was confirmed; found image signal not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii video system center had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the display issue was caused by a faulty power supply. However, the specific cause of the faulty power supply could not be established at this time. Olympus will continue to monitor field performance for this device.